Event description:
It was reported a revision surgery was performed and it was noticed that the post had completely broke away from the main portion of the implant.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A clinical investigation concluded that this patient underwent a right total knee arthroplasty revision approximately eight years post implantation due to instability and a fractured tibial poly post. A visual inspection revealed abrasion, burnishing, and deformation in the bearing regions on the superior surface of the gii ps high flex insert. The ps post was fractured near the base of the insert and post location. Significant deformation was observed on the posterior surface of the ps post and was likely caused by repeated contact with the femoral cam combined with excessive loads. The resultant damage on the posterior face of the ps post likely created a stress concentration that likely initiated one or more fatigue cracks, which propagated in an anterior direction until final fracture occurred. Due to damage on the fracture surfaces of the post region, the fracture pattern could not be evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal any material or manufacturing deviations that could have caused or contributed to the reported incident. All documents and images provided as of this date have been reviewed by the clinical team. The patient impact beyond the revision surgery cannot be concluded as there is no report of the patient¿s current condition or how the procedure was tolerated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.